Event description:
The es6 sagittal saw was sent for svc and during failure analysis it was noted that there was blade whip which caused the blade to pop out of the incision during the cut test. There was no pt involvement or adverse consequences associated with the device.

Manufacturer narrative:
It was noted during failure analysis that the link on the blade mount base was loose. The link was replaced along with the other components.